Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case was damaged (broken) and the serial number label was discolored. Analysis also found the rf (radio frequency) head failed electromagnetic field immunity functional test; rf head cable found out of electrical specification. The rf head had internal corrosion. (B)(4).

Event description:
It was reported the programmer head was damaged. It was also reported the person who did sterilization noted discoloration of the serial number label. It was also reported the serial number label appeared to be deformed almost as if it were a sticker and was compressed (crinkled.). It appeared to be blood stained. The caller said there were two punctures near the vitatron labeling on the bottom of the programmer head. He said it looked as if the programmer head was placed over sharp objects and was under pressure for a time. It was noted that it doesn't look like these resulted from melting. The caller also said that there was no clear rubber layer on the bottom. The programmer head was returned to the manufacturer for analysis, analyzed and tested out of specification. There was no patient involvement.